Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During priming, in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the audible battery indicator alarm sounded every 5 minutes, but no error message displayed. The user observed x's and question marks on the central control monitor. The user also reported two roller pumps would continuously reset. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.